Event description:
The patient claimed that all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact and a small tear near the ok button. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive and all other keypad buttons were functioning normal. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed that there was contamination was found in the force sensor assembly and the force sensor was found to be out of calibration. A discolored display screen was also found, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Correction number: 2531779-03/24/2010-003-r.